Manufacturer narrative:
Follow-up #1 date of submission 05/24/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/10/2016 with the following findings: a review of the black box data showed 100 unit cartridges loaded on (B)(6) 2016 and (B)(6) 2016. The prime history reflected 16u primed on (B)(6) 2016 and 13u primed on (B)(6) 2016, no activity outside of normal use was observed. A-100u cartridge was correctly loaded and displayed on the screen within +/- 2.5u during testing. The pump successfully passed the ez prime steps. A 10u normal bolus and 10u audio bolus were correctly delivered and recorded. No evidence of debris was observed in the cartridge compartment. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the remaining insulin reading was showing more than the amount reported in the cartridge. The patient's blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.